Event description:
The facility returned the device for service. During service, the baxter repair technician noted depleted batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.